Event description:
On 01/17/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There is one previous complaint on this device for constant upstream occlusion alarms. The pump was received on 2/21/2024 and tested on 3/6/2024. The results are below: the event log was reviewed and there were no lines inside of it that would indicate an abrupt power off took place. An 100 ml performance test was performed and ran until completion without an abrupt power off taking place. The reported issue is not confirmed. The pump meets passing criteria.